Event description:
A laser technician reports a shutter error at 59% completion of a procedure. Attempts were made to complete the treatment, but the laser stopped again. The pt was sent home and returned the following day after the new shutter was installed by the territory manager. The treatment was then completed and the pt is doing fine.

Manufacturer narrative:
During the onsite investigation, the tm (territory manager)was able to confirm a shutter 1 error. To fix this problem the tm replaced the shutter 1 and successfully completed the system verification. The customer's complaint history for the complaint class, laser shutter issue, for the previous 12 months showed no other complaints. The root cause was a faulty component, specifically a faulty shutter 1. (B)(4).